Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while at the conclusion of a laser induced thermal therapy (litt), the tip of the catheter was found to be missing. It was verified that the tip was not located within the patient. It was reported that the tip was either within the bedding or surgical supplies while cleaning up. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The suspect fiber was returned to the manufacturer for evaluation. Visual inspection found that the tip was missing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.